Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving five different unknown drugs, all of an unknown concentration and dose via an implantable infusion pump for spinal pain. It was reported by the patient that in (B)(6) 2017 (last week) the patient went in for a refill and they could not do the refill because they had contaminated the medicine and rescheduled for this week (today, (B)(6) 2017). No symptoms were reported and no further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.